Manufacturer narrative:
Product is not returned yet to manufacturer. No examination was performed. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to the reporter. Conclusion is not yet available. Investigation still in progress.

Event description:
Mobi-c p and f us : disassembly. From description provided: it was a c5-c6 level surgery. " dr (B)(6) was implanting the mobi-c 13x17x5 device into the disc space when seeing on the sagittal view that the device had come apart in the disc space. During implantation, the disc came unhinged from the inserter." No harm or injury to the patient was reported. Additional information requested.

Event description:
Mobi-c p&f us : disassembly. From description provided : it was a c5-c6 level surgery ." Dr rogers was implanting the mobi-c 13x17x5 device into the disc space when seeing on the saggital view that the device had come apart in the disc space. During implantation, the disc came unhinged from the inserter." No harm or injury to the patient was reported. Additional information received on (B)(6) 2018: the reporter informed that the patient was in good health at the time of the surgery. The surgical technique was followed; thus the inserter was in great position in midline with the pedicle with zero rotation. The reported event delayed the surgery for about 10-15 minutes. The surgery was successfully proceeded with another implant. Additional information received on (B)(6) 2018: it was reported that the disc space was under distraction using distraction pins. The surgeon only used this implant once or twice prior. Pre-planning was performed with the surgeon. The directions for implanting the mobi-c were followed. There was not much resistance while inserting the prosthesis. After disposing the faulty implant, the surgeon completed the surgery with another implant. Additional information received on (B)(6) 2018: it was reported that the implant disassembled in the disc space while the surgeon was using a mallet to motion the implant posteriorly. The surgeon did not try to reposition the implant. The surgeon used trials before inserting the prosthesis without any issues. The surgeon did not use the mobi-c distraction forceps. The surgeon did not use the mobi-c no touch level. The depth stop adjustement was set initially at zero. The implant was not inserted with a rotation. No difference in surgical steps was reported between the insertion of the first and second implant. Additional information received on (B)(6) 2018: it was informed that the surgeon definitely used "gingerly taps". The surgeon used distraction pins to open the disc space. Additional information received on (B)(6) 2018: it was reported that the surgeon used a mallet to tap the implant in by hitting the inserter lightly. The surgeon proceeded to a full disectomy according to the reporter. Additional information on patient information on the sales order informed that the patient's gender is female. The patient's date of birth is 02/13/1974. Additional information received on (B)(6) 2018: it was informed that the surgery center was unable to locate the implant. Additional information received on (B)(6) 2018: it was reported that the superior plate disassembled. The surgeon pulled the entirety of the posterior longitudinal ligament. The surgeon did use the distraction forceps.

Manufacturer narrative:
Fields d10 and h3 were corrected. Though it is was reported that the product would be returned to the manufacturer for evaluation, the product was not returned to the manufacter. The product location is unknown: the surgery center said that they are unable to locate the implant. Therefore, no visual examination of the product could be performed. From the information provided , the product history records, the review of the case with the product manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. It is more than likely that the disassembly was due to the superior vertebral endplate stumbling over an osteophyte during the implant insertion. That is why, the superior vertebral endplate first disassembled. A complete discectomy of the disc space between the uncus is clearly stated in the surgical technique (step 4). Indeed, it is important to remove all osteophytes on the superior and inferior endplates, which can interfere with the prosthesis insertion and causing its disassembly. It was also reported on the email received on (B)(6) 2018 that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10). Root cause: lack of disectomy and absence of mobi-c level use ( failure to follow instructions).